Event description:
Patient reported they are going to see their dentist for further aligner treatment. They have already seen their dentist for an evaluation and what the next steps are for them. They have an issue with their lower arch. They cannot fit their aligner in.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.